Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2021, echocardiogram was performed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 4. A second mitraclip procedure was performed on (B)(6) 2021. One clip was implanted reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effect of mitral regurgitation (mr) is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The image resolution poor was related to patient and procedural circumstances as it was reported that imaging was challenging due to the anatomy. The reported mr was due to slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.